Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a female patient (age unknown) in unstable supraventricular tachycardia, the device failed to cardiovert, then internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the device started to work without changes from the clinician and continued to treat the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. However, the reported problem could not be duplicated with the device during testing. The event battery was not returned for evaluation. The battery terminals were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.